Manufacturer narrative:
The investigation for the low pump flow, thrombocytopenia, and ventricular tachycardia has been completed. The pump was not returned for investigation. The data log shows several suction alarms with intermittent low pump flow while running at a steady p-level. No improper position-related abnormalities were reported. According to the clinical notes, several fluid boluses were administered to resolve the suction events. Short runs of intermittent vt were noted on (B)(6) 2024. Additionally, a CT scan revealed a right chest hematoma. The patient was diagnosed with thrombocytopenia during pump use. The cause of the thrombocytopenia issue was not determined since product was not returned and sufficient clinical details was not provided. The cause of the low pump flow issue was patient condition related to low blood volume, based on data log review and provided clinical details. The root cause of the vt could not be determined without additional clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that a patient was thrombocytopenic. Short runs of intermittent ventricular tachycardia (vt) were also noted. The patient is asymptomatic with some intermittent suction alarms resolved after albumin. The patient recovered with no sequelae.